Manufacturer narrative:
Visual analysis and ftir (fourier transform infrared spectroscopy) testing was performed on the returned product. The reported contamination/decontamination problem was not confirmed. Testing of the returned fluid appears consistent with compounds associated with heparinized saline solution used to flush the device. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a definitive cause for the reported ¿white/opaque jelly like substance¿ observed while flushing. Additional information from the account stated that heparinized saline was used that was not expired, but the account was unaware of the brand. Additionally, it was noted that the saline was obtained from a sterile bowl and was not from a sealed container. It may be possible that the saline was used for soaking of additional devices prior to the emboshield; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling. Correction: h6 - health effect - impact code 2199 removed; 2645 added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the emboshield nav6 embolic protection system (eps) was being prepared. The tray was filled with fluid and the white flushing tip was placed inside the filter to remove the air bubbles; however, a white/opaque jelly like substance came out of the filter. The device was not used. Another emboshield nav 6 was used to complete the procedure. There was no patient involvement and there was no clinically significant delay in the procedure. No additional information was provided.